Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 24075111 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris texium male luer was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that chemo leaked out where the leur connects to the tubing.